Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the pt was dissatisfied with the outcome as the myopia remained the same. The surgeon reported the lens was exchanged for the same model, different power lens (from 20.5 diopter to 19 diopter). The pt is currently satisfied with both close and distance vision outcomes following the exchange. The surgeon stated he believes the a-scan was faulty during diagnosis of the cataract, as he had "many times counted the lens power and never had any mistakes." No further info is expected.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provided a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account to properly complete an investigation. Add'l info was requested and received. (B)(4).